Manufacturer narrative:
Model number/catalog number 72400098, (B)(4), description control pump fgs, expiration date 06/16/2015, manufacturer date 06/21/2010, model number/catalog number 72400160, (B)(4), model/catalog description belt cuff fgs 4.0 cm, expiration date 08/06/2015, manufacturer date 08/16/2010.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to prb puncture and deterioration. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was unable to put pressure on cuff with lack of saline. The onset of the event leading to the revision surgery was a month ahead of the surgery.

Manufacturer narrative:
Device analysis returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and a control pump. Balloon analysis the ams800 pressure regulating balloon was visually and microscopically tested. Microscopic examination of the device revealed that there is a balloon hole causing a leak in the shell. Fluid loss was confirmed because of the tear. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a hole perforation and a fluid leak. Based on a thorough review of the reported complaint the most probable cause for this complaint was considered cause traced to component failure. Cuff analysis returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 occlusive cuff was visually, and microscopically inspected and functionally tested. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Pump analysis returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 control pump was visually, microscopically and functionally tested. No leaks were found. The control pump was not functionally tested due to the confirmed balloon hole/perforation/leak. Inspection of the remainder of the device presented no other damage or irregularities. Model number/catalog number 72400098 serial number (B)(4) batch/lot number 661014017 gtin 878953000688. Description control pump fgs expiration date 06/16/2015. Manufacturer date 06/21/2010. Model number/catalog number 72400160 serial number (B)(4). Batch/lot number 669091003 gtin 878953000718 model/catalog description belt cuff fgs 4.0 cm expiration date 08/06/2015 manufacturer date 08/16/2010.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to prb puncture and deterioration. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was unable to put pressure on cuff with lack of saline. The onset of the event leading to the revision surgery was a month ahead of the surgery.